Event description:
The customer reported the system locked up several times. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the video controller board. System operates as intended. (B)(4).